Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: stent migration. It was reported via a trial that during the xience stent implantation in the proximal right coronary artery, a proximal edge dissection occurred and the xience stent was placed in the wrong segment of the target vessel requiring treatment with a second stent to treat the dissection and cover the rest of the lesion. There was no adverse pt sequela. No add'l info was provided.

Manufacturer narrative:
(B) (4).